Event description:
The hosp reported that they were using the sims flex tube during a case. The flex tube was attached to an endotracheal tube on one end a swivel wye on the other end. They reported that the flex tube's bushing (15 mm) disconnected from the tubing during use. Also reported that they use an alarm system which allows immediate response to disconnects. No harm reported to the pt.